Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was loaded and fired 1 or 2 loads, then it would not engage the clip after that. The clip applier was not sliding into the trocar smoothly, and eventually an error message appeared on the screen and the arms light turned yellow. Another clip applier instrument was opened and worked normally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon experienced an unsuccessful application of clip. Medium-large hem o lok clips were used. The vessel or tissue was not greater than what was recommended in the instructions for use. The incident occurred during the 2nd clip application. A backup clip applier was used to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple input disks broken. Input disks 6 and 7 were found broken into pieces inside of the housing. Other backend components adjacent to the broken inputs do not show damage. Additionally, the instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. A log review of the customer's system confirmed 1 engagement failure via error code 22020 indicating engagement failure on the grip axis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.